Manufacturer narrative:
(B)(4)

Event description:
On 6/02/2016 it synergistics, (herein after itsy) was made aware of an issue from customer (B)(6), where the lifetec elite v1.0 510(k) bk060032 did not apply a product level lab hold on a unit of blood on (B)(6) 2016 that had an associated positive test result, which allowed the suspect product to be sold. It has been determined that the initial positive laboratory test was confirmed negative.